Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than two weeks after implant, the right atrial (ra) lead became dislodged. It was surmised that there was little slack on the lead and the lead itself was pulled. The lead was reprogrammed, revised and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.